Manufacturer narrative:
The device history record file was reviewed indicating that the product was released meeting all quality standard requirements. A photograph was attached for evaluation. According to the photograph the issue was observed; there was a hub detachment. Although the exact root cause could not be determined, two potential root causes were identified. The first potential root cause indicates that this issue could occur due to inadequate use of the procedure if the instructions of use are not followed. For example if the tube was not filled with enough water (10 cc) to remove the stylet smoothly. Feeding tubes should be flushed frequently to prevent clogging that may cause the medication and nutrition accumulation through the tube. Please refer to the instructions for use (IFU) for the proper procedure for insertion of the feeding tube and extraction of the stylet. For stylet placement; using a syringe, inject approximately 10 cc of water into the tube to activate the hydromer coating. The IFU states that once the tube position has been confirmed, reactivate the hydromer coating with another 10 cc of water before attempting removal if the stylet has been indwelling for any appreciable time. The second potential root cause for the stylet disassembly could occur due an incorrect set-up of the pistons of the machine during manufacturing. As part of continuous improvements, adjustment were made to the pistons. This action is designed to prevent the reoccurrence of the reported defective condition. No further actions are needed at this time. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that a float nurse placed a feeding tube in the patient and the guidewire broke off from the stylet.